Manufacturer narrative:
There was one additional medical device used: part number: 8071m0k1, lot number: 1019453, expiration date: 04/01/2012, device mfg date: 04/01/2010. The physician indicated that the pt was also treated with botox and juvederm; she is uncertain if any specific product initiated the pt's reaction. The pt first developed swelling in the lips (not where radiesse was injected), which spread to the cheeks. A breathing tube was not required since the edema responded to the epinephrine. Dr. (B)(6) reported that during her last pt follow-up, the swelling was much reduced. The device history records for radiesse lot 1019714 and 1019453 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.

Event description:
A pt was injected with radiesse dermal filler in the malar area (lateral to mid-line pupil) and oral commissures on (B)(6) 2010 by dr. (B)(6). The pt developed edema, approximately 3 hours post injection, was treated with benadryl 50 mg im and prednisone 50mg im, but the symptoms persisted. The pt went to the emergency room, where given epinephrine and IV steroids. She was hospitalized for several days. The physician indicated that the pt was doing better (as of (B)(6) 2010), still with some swelling and was still on steroids.